Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation.The most probable cause of the complaint was not determined.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.

Event description:
The customer reported No pictures during an colonoscopy diagnostic procedure while the patient was under sedation and it was completed with the same device involving an Olympus colonovideoscope. There was no patient injury reported.